Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated the lead migration and noted a loss of therapy. Rep met with pt to adjust stimulation settings. Pt was feeling stimulation only in left back and leg but not the right side back. Pt reported having multiple falls. Rep had recommended hcp take x-rays of leads at this point. After it was determined the lead migrated, the lead was fully explanted and a new lead was implanted in the appropriate position on (B)(6) 2023. Additional information was received from the manufacturer representative (rep). The rep was unsure of when they were made aware of the lead replacement, however if they were made aware, they would have submitted the complaint.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-feb-2026, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 24-feb-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins), for unknown indications for use. The reason for call, was pt mentioned they had been getting the "settings not available" message for over a month. Pt said they noticed, their spinal cord stimulator(scs) was not working effectively, and the pt got "overstimulated" when they were lying down. Pt would turn settings down and when they tried to turn settings back up in the morning, the pt said either the therapy would not come back on. Or they noticed, the settings would not go up to their previous levels. Pt also noticed, their ins was not maintaining charge as long as it used to. Pt said the ins charge only lasted 1.5-2 days now. Pt met with reps in january at hcp's office and got a x-ray. Pt learned their lead had "torn loose". Pt had a fall before they had gone to their hcp in january. And pt said, they may have to get their scs adjusted because of the issues they were having. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp no new information. Rep reported, that the patient fell sometime between (B)(6) 2023 and (B)(6) 2023. The patient was seen on (B)(6) 2023. And had films to confirm lead migration. Due to the trauma, the patient was reprogrammed and placed traditional stim at that time. And is on traditional stim. No further surgeries at this time. If that changes, we will update you. The product is functioning normally when diagnostics were run.